Event description:
It was reported that the pt implanted in 2001 is not having access to sound. He had intermittent access to sound for 30-40 days up until (B)(6) 2012. Testing performed on site showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.